Event description:
The customer reported that the joystick cannot shock. There was no reported pt involvement. This could indicate a paddle set failure.

Manufacturer narrative:
(B)(4): the customer reported that the joystick cannot shock. There was no reported pt involvement. This could indicate a paddle set failure. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.